Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin leaked passed the first o-ring. Customer also reports that there were air bubbles in reservoir. Customer's blood glucose was 100 mg/dl. Customer was advised to change infusion set and reservoir. No further information provided.